Event description:
It was reported in an article in journal of ¿neurosurgery¿ titled "brainstem auditory evoked potential monitoring during microvascular depression for hemifacial spasm: intraoperative brainstem auditory evoked potential changes and warning values to prevent hearing loss ¿ prospective study in a consecutive series of 84 patients", approximately sometime post repeat microvascular decompression procedure, one patient developed total deafness greater than 90 decibels. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Gustavo polo, catherine fischer, marc p. Sindou, and vincent marneffe (2004). Brainstem auditory evoked potential monitoring during microvascular depression for hemifacial spasm: intraoperative brainstem auditory evoked potential changes and warning values to prevent hearing loss ¿ prospective study in a consecutive series of 84 patients. Neurosurgery, 54(1): 97-104; discussion 104-6. Doi: 10.1227/01.neu.0000097268.90620.07.